Event description:
While performing angioplasty the tip of the hi-torque floppy guidewire fractured while in the obtuse marginal vessel. The wire was unable to retract the tip from the vessel, so it was bent. There was no apparent injury to the pt. Guidant has been notified of the incident.